Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there were difficulties removing the catheter. When the physician went to remove the intellamap orion¿ mapping catheter from the patient, the orion remained ¿blocked¿ in the right femoral artery, with impossibility of removing it. Information received suggested this referred to difficulty retracting not into a sheath, but rather a ¿short sheath.¿ the physician was not able to advance the catheter again after attempting to remove it. The basket of the catheter had been un-deployed when the physician attempted to retract it and when he attempted to advance it again. It was unknown what size and type of sheath had been used. The orion was removed percutaneously by the vascular radio team using a lasso. Following removal of the orion, bleeding occurred and pressure was applied to prevent blood loss. It was noted that the patient did not have any unusual cardiac anatomy, and there were no other performance issues with the device. It was not possible to advance a new catheter due to hemorrhagic risk following removal of the prior catheter; therefore, the procedure was interrupted.